Manufacturer narrative:
The device has been returned for evaluation and analysis of the device is anticipated. A supplemental will be submitted upon completion.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica), the pipeline did not open distally. It was reported that more than 50 percent of the device was deployed when it failed to open. The pipeline was resheathed and removed from the patient with the microcatheter. A new pipeline was used to complete the procedure without incident. No patient injury.

Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. The pipeline pushwire was observed to be within its introducer sheath. For further examination, the introducer sheath was removed from the pipeline pushwire with no issues. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with both ends having slight fraying, and the middle section having no damages. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the ¿damaged braid¿ and the patient¿s moderate vessel tortuosity may have contributed to the reported experience. However, the cause for the damage could not be determined. As per the pipeline flex IFU: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.